Manufacturer narrative:
Device received compromised force sensor system alarm during the basic occlusion test due to loose/protruded drive support disk. Device had minor scratched lcd window, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip and missing end cap sticker.

Event description:
Customer reported via phone call that the device alarmed a compromised force sensor system alarm during prime. Customer's blood glucose was 106 mg/dl. Customer reported the drive support cap was sticking out. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.